Event description:
It was reported by the patient's mother that the leads fractured. Additional information received from the clinic confirmed the report of a "through and through fracture". The leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.